Event description:
It was reported that approximately five days after implant, the patient developed severe neck pain and headaches. The patient was admitted to the emergency room and was hospitalized with bacterial meningitis. Antibiotics were administered immediately and a culture was performed. Results of the culture showed no evidence of bacteria in the csf. The patient has since recovered and pump therapy was continued. There were no product issues reported.

Manufacturer narrative:
The regulatory affairs department became aware of the event on (B)(6) 2015. Internal complaint number: (B)(4).